Manufacturer narrative:
E1:patient city: (B)(6). Patient country: india.

Event description:
Reference number (B)(4). Event occurred in india it was reported by the patient that the packaging of the infusion set was not sealed properly or not intact properly on (B)(6) 2025. No further information available.